Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned for investigation. There was no reported product deficiency. The reported use of the product after the expiration date appears to be user related. Based on the reported information, the product was used on (B)(6) 2011, and the expiration date listed on the product label is (B)(6) 2011. Therefore, the product was used nearly 2 months after the expiration date. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the omnilink 35 biliary stent system instruction for use (IFU) states: note the product use by date specified on the package. Additionally, it was reported that omnilink 35 was used in the subclavian artery. The indication for use, as listed in the IFU, states: the omnilink 0.035 biliary stent system is intended for palliation of malignant strictures in the biliary tree. The reported use after expiration date and off-label appear to be user related. There is no indication of a product deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected for damage during the manufacturing process. Review of the lot history record was performed, and there were no associated nonconforming material records, indicating that all lot release testing met specification. A review of the complaint handling database was performed and there were no other incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the otw omnilink biliary stent that was implanted in the subclavian artery, was discovered, after the procedure, to be beyond it's expiration date. The procedure otherwise proceeded without incident. No additional information was provided.